Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 01-oct-2021: event did not occur while pump was in use with a patient. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. Pump passed all functional tests and there were no errors in event history log. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review., corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
It was reported that a pump displayed "disconnected from cassette" several times. No adverse patient effects were reported.